Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, increased capture threshold was noted. The lead will be monitored.

Event description:
New information received notes that the device was reprogrammed.